Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was alleged that there was moisture behind the display. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/26/2017 with the following findings: a review of the black box showed evidence of a short battery life on the date of the complaint. The pump powered on with the returned battery cap, and was able to fully tighten. The battery compartment was intact. No evidence of moisture contamination was found in the battery compartment. A leak was found in the display lens. The pump case was removed to find evidence of moisture contamination inside the pump. The transceiver/continuous glucose monitoring board was unplugged and the current draws returned to within specifications. The high current draw levels were due to internal moisture contamination. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).